Event description:
It was reported that this unit shows "defib fail ob" and fails the self-test. There was no indication from the foreign reporter of any pt involvement. The date of the observation of the malfunction was not reported.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved could not be evaluated. The device user declined to have the device repaired, precluding the trouble-shooting that would be required to isolate the cause of the problem on this particular device. Consequently, a search of the customer complaints file was performed to identify any past similar reports. In the last three years (january 2004 to the present) there have been a total of three previous reported instances of this error code message (defib fail ob). This error message means that the a/d (analog to digital) converter on the isolated side of the defibrillator circuit board is not working correctly. In one prior case the cause was isolated to a failed transistor, in another prior case the cause was an open fuse, and in the third prior case the cause was traced to a piece of conductive debris on a circuit board. This lack of commonality of causes in prior similar instances suggests no systemic root cause. The low number of similar instances relative to the number of devices distributed suggests that this is not a common problem.